Event description:
It was reported that during initial implant, the left ventricular lead could not be flushed. The lead was replaced and not implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.